Manufacturer narrative:
Device evaluation: two sterile blades from the same lot were returned for evaluation. The devices were inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Although the failure mode cannot be determined the reported failure mode of shedding for burrs is currently being investigated for root cause and applicable corrective action. (B)(4).

Event description:
During the shoulder arthroscopy procedure utilizing the acromionizer, 4.0 ep-1,dspl bl, it was reported that the burr started to shed. Dr. Ames reported that he was performing a subacromial decompression (sad) and that there was no debris on the joint. It was reported that the surgeon used a shaver to remove as much metal as possible, but there was certainly some left in subacromial space. There were no reported patient injuries or complications.